Event description:
Lead was revised due to dislodgement and remains implanted. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Corrected the report date and event date. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was revised due to dislodgement and remains implanted. Should additional information become available, it will be added to this file.